Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted due to mixed urinary incontinence, bladder neck hypermobility, asymptomatic cystocele and rectocele. It was reported that following insertion the patient experienced infection and urinary problems. On (B)(6) 2006 the patient underwent tvh due to menorrhagia and dysmenorrhea. On (B)(6) 2006 the patient underwent a laparoscopy and laparotomy due to post-op bleeding with extraperitoneal hematoma.

Event description:
It was reported that the patient underwent a gynecological procedure in 2003 and a mesh, elevate, align, obtryx and aris were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.